Manufacturer narrative:
(B)(4).

Event description:
It was reported, that a pairing failure occurred. It was determined, that the signal loss was related to the mobile application. Data was evaluated and the allegation was confirmed. The probable cause was determined signal loss. In addition, the probable cause of the signal loss was determined, to be the mobile device updated. Its operating system which closed the app. The reported event of a pairing failure is reportable, based on the finding of signal loss over one hour. No injury or medical intervention was reported.